Manufacturer narrative:
Initial reporter state: (B)(6). Device code (B)(4) captures the reportable code of stent material deformation inside the patient. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a polaris ultra stent was used during a retrograde intrarenal surgery procedure in the left kidney, performed on (B)(6) 2021. According to the complainant, during the procedure and inside the patient, when the physician tried to insert to the stent, resistance and pressure from the bladder part of the stent was felt and it was noticed that the tip of the stent was deformed. Another polaris ultra stent was opened and successfully completed the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Block e1: (B)(6). Block h6: device code a0406 captures the reportable code of stent material deformation inside the patient. Block h10: the returned polaris ultra ureteral stent was analyzed, and a visual evaluation noted that the bladder pigtail tip was damaged. Additionally, the pictures attached at complaint record and it revealed the damage in the pigtail tip section. A mandrel 0.035" was inserted through the stent and no resistance was felt. The suture was not returned for analysis. No other issues with the device were noted. The reported event was confirmed. Analysis of the returned device revealed the bladder pigtail tip was damaged. According to product analysis, the device was outside the original pouch and without the suture string loaded in the device, evidence that the stent was manipulated. Therefore, the problem observed could have been generated by the user or due to the interacting of the device with the suture string. The problem found was an issue that could have been generated by the user or due to the interacting of the device with the suture string. Therefore, adverse event related to procedure is selected as the most probable root cause for the complaint. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation that a polaris ultra stent was used during a retrograde intrarenal surgery procedure in the left kidney, performed on (B)(6) 2021. According to the complainant, during the procedure and inside the patient, when the physician tried to insert to the stent, resistance and pressure from the bladder part of the stent was felt and it was noticed that the tip of the stent was deformed. Another polaris ultra stent was opened and successfully completed the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.